Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the vacuum did not generate during the phaco mode during a procedure. The phaco tip was occluded by the nucleus. The cassette was replaced and the procedure was completed. There was no patient harm. No additional information is expected.

Manufacturer narrative:
This is the second complaint reported for this finished goods lot; however the first for this issue. A review of the device history record indicates the order was built to specification. The customer complained of an occlusion occurring in the phacoemulsification tip, however no tip was returned. Therefore, no visual or functional investigation can be performed to confirm the customer's complaint. A used centurion fms was returned. The returned sample was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. The manufacturer internal reference number is: (B)(4).